Event description:
It was reported that during a routine trial procedure, the patient stopped breathing and the trial was aborted. Patient was woken up without further complications.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.